Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the battery was showing low on the system after being on for a short amount of time. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep noted that the battery low and battery critical message were very intermittent and on all occassions the batteries checked ok. The site had issues with loose receptacles for the their ac power. The system power conversion board (pcb), which monitors the battery levels was replaced. The system passed the checkout and was functional. H3: pcb was returned to the manufacturer for analysis, however analysis is not yet available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pcba was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. They installed the systems control board on a known functional imaging system. The system readied, 2d, 3d and store features were all successful. All peripherals were functional and no battery errors were observed. The manufacturer representative has a high degree of confidence that this board caused very intermittent low battery or critical battery error conditions. The condition was not observed during limited test period. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the battery was showing low on the system after being on for a short amount of time. There was no patient present.